Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the balloon leaked during inflation. There was no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed no anomalies. During functional evaluation, the balloon was flushed without difficulty. A 0.0166¿ patency mandrel was advanced to the balloon without difficulty. A 0.014 inch guide wire was advanced and the balloon was inflated and a leak was noted, thus confirming the reported event. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during procedure the balloon leaked during inflation. There was no reported clinical consequences to the patient.